Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy, (partial), salpingectomy (bilateral), oophorectomy(bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia, neoplasm, depression and anxiety had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, neoplasm and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, tumors, depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- case was upgraded to incident. Event injury was replaced. New events pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, tumors, depression and anxiety were added. Essure indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A20060, a20090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, myositis, lumbago, acute sinusitis, allergic rhinitis, sciatica, panic disorder, panic attack, keratosis, esophageal reflux and vaginal delivery (vaginal [delivery] x 2,). Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2011. Concurrent conditions included nabothian cyst and adenomyosis. Concomitant products included norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as celecoxib (celexa) since (B)(6) 2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2012 and omeprazole since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy, (partial),salpingectomy (bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia, neoplasm, depression, anxiety and dyspareunia had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, neoplasm and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, tumors, depression and anxiety. Trailing coils: left : 1, right : 2-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety, depression, headache, low back pain, dysmenorrhea, pelvic pain and abdominal pain. Lot number: a20060 manufacturing date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: fu 8 and 9 processed together. Mr received. Lot number added. New reporter and rcc added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. A20090-invalid, a20060-valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: insomnia, myositis, lumbago, acute sinusitis, allergic rhinitis, sciatica, panic disorder, panic attack, keratosis, esophageal reflux and vaginal delivery (vaginal [delivery] x 2,). Previously administered products included, for an unreported indication: mirena from 2009 to (B)(6) 2011. Concurrent conditions included: nabothian cyst and adenomyosis. Concomitant products included: norethisterone (micronor) from (B)(6) 2012 for birth control, as well as celecoxib (celexa) since (B)(6) 2014, ethinylestradiol; ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6)2012 and omeprazole since 2012. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). And was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy, (partial),salpingectomy (bilateral), oophorectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia, neoplasm, depression, anxiety and dyspareunia had resolved. And the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, neoplasm and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, tumors, depression and anxiety. Trailing coils: left: 1, right: 2-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety, depression, headache, low back pain, dysmenorrhea, pelvic pain and abdominal pain. Lot number#: a20060, manufacturing date: 2012-06, expiration date: 2015-06, lot#: a20090 reported is invalid. Lot number#: a20060, manufacturing date: 2012/06, expiration date: 2015/06. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, myositis, lumbago, acute sinusitis, allergic rhinitis, sciatica, panic disorder, panic attack, keratosis, esophageal reflux and vaginal delivery (vaginal [delivery] x 2,). Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2011. Concomitant products included norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as celecoxib (celexa) since (B)(6) 2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2012 and omeprazole since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy, (partial),salpingectomy (bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia, neoplasm, depression, anxiety and dyspareunia had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, neoplasm and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, tumors, depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety, depression, headache, low back pain, dysmenorrhea, pelvic pain and abdominal pain. Lot number: a20060 manufacturing date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, myositis, lumbago, acute sinusitis, allergic rhinitis, sciatica, panic disorder, panic attack, keratosis, esophageal reflux and vaginal delivery (vaginal [delivery] x 2,). Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2011. Concomitant products included norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012 for birth control as well as celecoxib (celexa) since (B)(6) 2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2012 and omeprazole since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy, (partial),salpingectomy (bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, fatigue, alopecia, neoplasm, depression, anxiety and dyspareunia had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, neoplasm and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), fatigue, hair loss, tumors, depression and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: anxiety, depression, headache, low back pain, dysmenorrhea, pelvic pain and abdominal pain. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received- new events dyspareunia(painful sexual intercourse) was added. Reporter information was added. Medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.